Manufacturer narrative:
Submit date: 11/09/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received for evaluation and consisted of one mahurkar catheter that was received inside a generic plastic bag. Visual inspection was performed and it was observed that the catheter revealed signs of use (blood residues) and the adapters (red and blue) were found broken on the thread pitch area and the red adapter had cavity #7 and the blue adapter had cavity #4. Based on visual inspection the catheter present signs of use. The adapters were received broken in two pieces, the defect occurred after one day of customer manipulation the instructions for use (IFU) states that the customer has to perform an inspection before using the device: do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The reported defect occurred during use and it was not identified prior to use, this potential cause could not be discarded. This defect has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No complaint triggers or trends were identified, no harm was reported by this complaint; therefore no further corrective or preventive actions are require at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purpose.

Manufacturer narrative:
Submit date: 08/09/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 8/09/2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted on (B)(6) 2016 and on (B)(6) 2016, when they wanted to do a plasma apheresis, the ultem adapter of the venous line (blue color) was broken and half of the broken piece was attached to the sealing cap. Since this happened during the vascular access process, they had to attach an adapter to the venous line and subsequently removed the device. The next day a new vascular access was created.